Event description:
During an atrial fibrillation procedure, air was aspirated when the sideport was flushed. The tip was checked for blockage and tried again with the no resolution. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3. One 8.5f swartz braided introducer sheath was received for evaluation. There were multiple bends throughout the sheath. No other visual anomalies were noted. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.